Event description:
A customer contacted us to state that they have stored their AED unit outside by their croquet courts and that they inspect the AED's on a daily basis. They reported that they found one day that the AED pads had imploded due to heat and humidity and stated that they know that having the AED stored in hot and humid conditions can affect the life of the batteries.

Manufacturer narrative:
During the interview with the reporting customer, it was determined that the AED was being stored outside of the specified environmental storage requirements; specifically heat and humidity. The customer was provided a copy of the storage requirements for the device as written in the IFU.